Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2010 to reposition the device. Additionally, the patient was implanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4).